Event description:
It was reported that a patient underwent a laparoscopic ipom incisional hernia repair procedure on (B)(6) /2012 and mesh was fixated with straps. Because of a relapse, the patient underwent a reoperation on (B)(6) 2012 and the mesh was removed. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-06015. The same patient is represented in each medwatch.